Manufacturer narrative:
(B)(4) batch # p56y9c. Event month and day unknown. Only year (2018) is known. Device evaluation: the analysis results showed that the cs40b device was received with no apparent damaged and with the original cartridge loaded in the device. The cartridge was received void of staples, with the washer uncut, with the drivers exposed and with the knife recess below the cartridge deck. In addition, the returned cartridge was noted to have five staples stuck in the washer, it appears possible that excess of pressure was placed on the distal end of the device not allowing the retaining pin to properly assemble becoming misaligned with the anvil causing the staples not to properly form and damaging the knife as the knife hit the anvil and not the washer. Please reference the instructions for use for additional information. The device was tested for functionality with a test cartridge and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the cartridge lockout were functional. The device fired without any difficulties. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a sigmoid colon resection, during the first firing, the device wouldn't fire. A second like device was used to complete the procedure. There were no patient consequences reported.